Manufacturer narrative:
Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: bp1a.250305.019. Smartphone hardware: pixel 6 pro. Cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose (bg) levels, reaching 640 mg/dl, while using the pod. They sought medical attention on (B)(6) 2025 and stayed at the hospital for around 3 hours. The patient needed to know their glucose level, which was the reason for seeking medical attention. The pod was in use at the time, and the patient confirmed the cannula was inserted correctly. There was redness and blood at the pod site, but no insulin leakage was noticed. The patient received a high glucose level alert on their omnipod 5 app. The patient was provided with resources for managing high/low bg levels.